Event description:
The user facility reported that a nurse scratched themself with a used syringe needle while trying to engage the safety sheath feature. Nurse stated they were holding the insulin syringe in their hand, and used their thumb to push the orange needle guard over the needle. As they pushed the needle guard, the needle bent backward and scratched their index finger causing the injury. The user facility reported that the nurse has been treated with hiv prophylaxis per their internal protocol.